Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling. The other hi-torque balance middleweight guide wire referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that normally the j tip balance middle-weight (bmw) guide wire has a 45 degree bend, but the two bmws used had an almost 90 degree bend. The bmw prolapsed during advancement which resulted in trouble steering, but the two guide wires were successfully used in the procedure. There were no adverse patient effects. No additional information was provided.